Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The blue revision trial post was broken during trial reduction. Update (B)(6) 2016 - follow-up from the sales rep indicates the instrument broke into two pieces.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A complaint database search finds additional reports against product code 217863132. The previous reports were investigated and the root causes were attributed to product wear out and/or suspected misuse (inappropriate impactions). The investigation could not draw any conclusions regarding the current reported breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.